Event description:
A customer reported while using a glidescope core 15-inch fhd monitor during an intubation, the image went dark. No delay in procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The reported glidescope core 15-inch fhd monitor was returned to verathon for evaluation along with the glidescope core smart cable used during the reported event. A verathon technical service representative (tsr) evaluated the returned devices but was unable to confirm the reported image issue. When connecting the reported monitor to verathon's test equipment, no imaging issues were observed. The tsr tried wiggling the connection, swapping connectors, detaching and reattaching test devices, and power-cycling the monitor with test devices attached. The monitor passed verathon's device functionality testing and confirmed to be within specification. Next, the testing was repeated with the returned smart cable which passed both visual inspection and device functionality testing. Upon completion of verathon's device evaluation, both the monitor and cable were returned to the customer. No further investigation is required at this time. Verathon will continue to monitor trends.